Event description:
It was reported that patient underwent an ankle procedure utilizing a ziptight ankle syndesmosis device on (B)(6) 2011. During the procedure, when the surgeon pulled on the suture to seat the button, the suture broke behind the button. The broken suture was discarded and another ziptight ankle syndesmosis device was used to complete surgery.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Device was not returned for evaluation.